Event description:
It was reported that the customer had elevated blood glucose levels (approximately 300-400 mg/dl). Reportedly, customer has a lot of scar tissue. Troubleshooting was performed and pump appears to be functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.